Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery. No blank display noted; lcd board was fine. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 483 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Customer declined troubleshooting for high blood glucose. Customer reported to have received a low battery alert and when battery was changed, insulin pump did not power back on. Insulin then received a failed battery test alarm and powered off again. During troubleshooting for blank display, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that display screen remained blank. Customer was advised that insulin pump would need to be replaced.